Manufacturer narrative:
Per additional information received from the customer: the customer reported that the uvc was leaking just below the hub where the catheter is joined. Phisoderm/betadine/alcohol was used to clean the skin area and the area was completely dried prior to insertion. The uvc was secured with suture. The device was replaced with a PICC. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample was received within a generic plastic bag. It consisted of a 3.5 furethane umb cath with signs of use. After visual inspection, a hole was found below the strain relief, at the base of the luer fitting. During functional testing (underwater test), bubbles were detected coming out below the strain relief. An additional sample evaluation was performed by research and development department, with similar results. The instructions for use (IFU) warns: exercise caution when using sharp instruments near the catheter, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break, and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The dwell time of the catheter was not provided, however the reported issue was noticed during use: the area was completely dried prior to insertion. The device was replaced with a PICC. :

Event description:
Moreover, the hole encountered caused a gross leak would be identified during assembly operations. Manufacturing performs 100% pressure testing during production. Therefore, based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. The reported issue has been confirmed. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to the inappropriate use of cleaning agents or sharp objects). A corrective and preventive action has been opened with the implementation of a new extended strain relief design. This design change will provide an added level of robustness in the luer adapter over-mold to catheter transition area that will enhance the products ability to withstand bending forces during cleaning from added flexibility of the catheter. Since the lot number was not provided, the available evidence is not enough to identify the specific products manufacturing date. However, based on the measurement performed for the strain relief , it can be concluded that it was produced with the new extended strain relief design. Single lumen uvcs have been in production for more than 7 months, with one report of a failure of the type associated with the CAPA for product made with the new design. The current indication is that the design improvements implemented as part of this CAPA, are effective at addressing the risk of damage to the hub from the use of alcohol or similar harsh disinfection agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc line leaks at the manufactures fused point.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.